Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "when the hospital opened one of the shipped boxes containing cement that they purchased, they realized that two of the cement vials were broken and leaking and therefore disposed of the cement."